Manufacturer narrative:
As reported in a research article, a trifecta valve was replaced due to endocarditis and patient death occurred due to unknown causes. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying a 25mm trifecta valve that may be related to a surgical intervention post procedure. Details are listed in the attached article, titled "trifecta versus perimount magna ease aortic valve prostheses". On an unknown date a 25 mm trifecta valve was successfully implanted. On an unknown date a surgical aortic valve replacement was performed due to endocarditis. Patient status is deceased and it is unknown what led to the patient's death. Additional information cannot be obtained.